Event description:
Reporter alleged obtaining the results of 54 mg/dl and 171 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. Reporter stated that he thought incorrectly dosed the strip for the result of 54 mg/dl. No adverse event reported. A request was made for the return of the affected product.